Event description:
The user facility reported that the customer had a safety and quality issue with the needle mckesson needle involved. A staff member incurred a needle stick. This was a result of the safety device not staying closed and popping open. There was no patient blood loss. There was no patient injury and/or required medical or surgical intervention. There is no direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information received 08 apr 2022: it was clicked closed however it would not stay closed, it would become disengaged and would pop open. The user used their thumb to close it. It was stated that they had to press very hard because the device is hard to activate. Within the initial information the statement that the safety device would not stay closed means it deactivated. Additional information received 11 apr 2022: the staff member stuck by the needle is in stable condition. A baseline lab draws was done on the needle stick injury. Everything was normal for the first draw and will be redrawn again in 6 months.

Manufacturer narrative:
The root cause of the complaint could not be identified to be related to our production or process. The actual sample was not available for our evaluation. Retention samples were visually confirmed free from defects that will affect activation of safety sheath and passed evaluation for sheath activation and deactivation. Also, no irregularity was encountered during the simulation of manual sheath activation that may lead to the complaint. We have a series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problems and needle sticks. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Lot history file revealed no related nonconformity or irregularity that will lead to the complaint. Prior to shipment, qc conducts outgoing visual, sensory, and functional inspections to assure lots are of good quality. Therefore, we advise to follow the instructions for use (IFU) for the proper usage of the sg2 needle indicated on the unit box in which warnings to prevent needle stick, cautions, and precautions are also included. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo ((B)(4)) corporation (manufacturer) registration no. (B)(4).